Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The intrinsic complexes were wide. The sensing vector was programmed to the primary vector at the time of the shock. Technical services discussed some programming options. Later, the entire system was explanted and not replaced. There were no additional adverse patient effects.